Manufacturer narrative:
One fogarty catheter was returned for evaluation. As received, the balloon and windings were completely detached from the catheter body. The balloon and both windings were returned with the catheter. Blood was observed from the catheter body, hub and windings. No missing components were observed. Indication of windings and bonding was observed on the catheter body and balloon latex. No other damage or abnormality to the catheter body was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before use. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. There were no patient complications noted. It is unknown if user or procedural factors played a part in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon became detached from a fogarty arterial embolectomy catheter during thrombectomy procedure in an artificial vessel. Another fogarty catheter was used to remove the remaining part of the catheter. No surgical treatment was necessary. No additional procedure needed to be performed. There were no complications. Patient demographic information requested but unavailable.

Manufacturer narrative:
Reference CAPA-20-00141.